Event description:
It was reported that the patient had their vns system removed due to extrusion. The generator was exposed from the pocket a few months ago. The wound was closed but the opened again. The provider decided to explant the entire vns system due to this event. It was later reported that the device evaluation is not necessary because the reported event has been determined to not be related to the functionality of the device. No other relevant information has been received to date. Cause of the adverse event was due to patients' physiology.

Manufacturer narrative:
H3. Device evaluated by MFR? Code 81 - device evaluation is not necessary because the reported event has been determined to be related to the functionality of the device. Template. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
B2 outcome: hospitalization was not checked in initial report. B5 description of event: initial report inadvertently did not mention infection was known at the time of initial report. Device history record review also left out. E1 initial reporter name: initial report inadvertently did not list the correct initial reporter. G3 date received by manufacturer: initial report inadvertently listed 08/25/2025 instead of 9/20/2024. H6 health effect clinical code: initial report left out e1719. H6 health effect impact code: initial report left out f08 and f2303. H6 type of investigation: initial report left out b14. H6 investigation conclusion: initial report inadvertently used d1001 instead of d15. This event is associated with CAPA ca-0049 regarding previously unreported complaints from brazil.

Event description:
It was reported had an infection after their implant procedure and was hospitalized, treated with antibiotics, and monitored with by ultrasound scans. The patient was later discharged and since then had recovered with the device working fine at the time of the report. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. No other relevant information has been received to date.